Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's boyfriend reported via phone call that the customer was hospitalized due to high blood glucose of 700 mg/dl. Customer was gagging and throwing up, the customer was unresponsive the next morning so the ems was called. Ems took off the insulin pump. Customer was treated with an IV drip at the hospital. Customer will not be returning the device for analysis.